Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a "settings not available" message on the controller and difficulty increasing stimulation intensity. The patient noted that while they could lower the intensity, they were unable to increase it back to their desired level. This issue had been occurring for the last few weeks. During a follow-up call, the patient mentioned they were on a specific program and stimulation group but faced challenges when attempting to increase the intensity. The agent reviewed the screen information with the patient and redirected them to their healthcare provider for further assistance. The patient indicated they would need to coordinate with their doctor's office to set up an appointment with a new representative. Additional information was received, it was reported the cause of the settings not available was they found some impedances in the circuitry and rearranged the delivery. The patient stated their controller had given false readings and they had to reset it. The patient noted it sometimes told the patient to reset the paddle even though it stated excellent charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.